Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance measurements. The patient was referred to a healthcare professional for further evaluation of the lead. This lead remains in service. No adverse patient effects were reported.